Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath ceramic tip is damaged. The issue occurred during set up or inspection for use. There were no reports of patient harm.